Event description:
Customer stated that something smelled like it was burning and the pad was getting hotter than it should.

Manufacturer narrative:
Qc tested pad and it was heating and working properly, (136-156). No odor poly cover ok, cord ok, switch ok, pad ok.